Event description:
It was reported that the balloon of this artificial urinary sphincter herniated from the space of retzius to outside the ring under the surface of the skin, resulting in a bulge under patient' skin. A revision surgery was performed to remove and replace the balloon. There were no additional patient complications reported.